Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
A pt reported pain a few hours post "heroption cryoablation" which was performed about 3 weeks following an essure micro-insert placement procedure. Physician reports that the procedure was straightforward and uneventful. The pt went home and later began having pain which got steadily worse throughout the night. Physician saw her the next afternoon, sent her to the emergency room, where she was admitted and observed. When she did not get better the next day, she was taken to the operating room, where a small but significant thermal injury to the serosa of the bowel and an infracted area of thermal injury overlying the right adnexa of the uterus in the area of the essure were noted. The remainder of the uterus appeared normal. There was no perforation injury apparent at the time of surgery.